Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range impedance measurements less than 200 ohms, an increase in pacing thresholds and noise that resulted in oversensing. The lead was capped and a new lead was implanted during a normal device change out. There were no adverse patient effects or symptoms reported.

Manufacturer narrative:
The lead remains implanted and surgically abandoned not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.